Event description:
The distributor reported that the down arrow button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast and down arrow keypad buttons were intermittently unresponsive. The ok and up arrow keypad buttons responded appropriately. The keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluations is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.